Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had no image. The issue was found during a rezum procedure. The camera head was tried with a different machine and still did not work. No error messages were displayed as a result of failure. The therapeutic procedure was delayed 15-30 minutes and was completed with another device. The patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated where the customers complaint of no image was confirmed due to a faulty charged coupled device cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the procedure was prolonged about 15-30 minutes due to replacement with other camera head because image was not displayed due to charged coupled device cable failure. As a result of confirming content of instruction manual regarding cable immersion, there is following description. It is determined that this may prevent from indicated phenomenon. "Never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.